Manufacturer narrative:
Device has not been returned for evaluation; however device return is anticipated. No conclusions can be drawn at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was not lengthening. No patient adverse event was reported.

Event description:
Additional information has been provided.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned nail showed no signs of visible damage, however the nail was fully retracted. X-ray images taken of the internal components revealed a damaged anti-jam washer. To ensure that the nail was fully functional prior to shipment, the x-ray images of the released work order of the nail were also reviewed. These images verified that there was no anti-washer jam failure when the nail was constructed. The nail was functionally tested and was unable to distract or retract with the external remote controller (erc) and high-speed magnet. Force and stroke testing showed no signs of distraction, which indicated that the device was jammed. As the visual inspection found the nail to be fully retracted, the device history records (DHR) of the nail were reviewed and indicated the length of the nail was 154.66mm at the time of manufacture. The length of the nail as received was measured at 153.89mm. The difference between the measurement of the nail at the time of manufacture and return for the complaint was 0.77mm. The shorter length measured at the time of the complaint investigation confirmed that the nail had been retracted. The nail was determined to be possibly jammed due to failure of the anti-washer from the nail being over-retracted due to incorrect orientation of the erc. The erc/fast distractor unit may have been held in the incorrect orientation during the inspection at the back table/ at the treatment sessions causing the device to be retracted instead of being distracted. Device records review: a review of the device history records (DHR) indicated that the nail was manufactured by the specified requirements at that time and met all of the required quality inspections prior to shipment.